Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, cartridge splitting was noted. There was no patient harm. Additional information has been requested, yet no new information received.

Event description:
Additional information has been requested, received and stated cartridge split at the tip. Lens came through and cracked and was recognized before implantation. Opened unspecified new cartridge and lens and implanted successfully. There was no patient contact.

Manufacturer narrative:
The used company cartridge was returned in a bag with the pouch back, lot 16154953. Viscoelastic was observed in the cartridge. The nozzle was cracked top center, this turned into a torn aneurysm as it entered the thinner tip. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The root cause for the observed damage could not be determined. The damage on the top of the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The instructions for use (IFU) instructs to use viscoelastic, which has been allowed to come to the operating room temperature. Split tips may occur due to: ¿ room temperature too cold/cold ophthalmic viscosurgical device (ovd) ¿ plunger advancement speed too fast ¿ inadequate ovd placed in the cartridge the IFU instructs to use the company cartridge at operating room temperatures between 18° c (64° f) and 23° c (73° f). This type of damage may also occur if the lens/plunger are not positioned correctly for advancement. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).